Event description:
The facility's biomed technician reported an infusion pump with a 550 failure code. The biomed technician stated they have no record of any paitent incident involving the pump since the last baxter service event.